Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2014 with the following findings: the keypad rubber was not damaged. All of the buttons on the keypad were unresponsive. There was no contamination or damage found to the button contacts. The bolus button cover and the slug contacts were detached and missing from the pump. Further inspection revealed a stuck bolus button. Once the bolus button was unplugged from the printed circuit board, the rest of the buttons became responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.